Manufacturer narrative:
Other text:

Event description:
It was reported the pump alarmed primary audible alarm background test. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.